Event description:
One hour following a coronary drug eluting stenting treatment procedure acute thrombosis occurred. In the index procedure the target lesion was located in a mildly calcified and 95% stenosed 2.75 mm diameter segment of the proximal circumflex (cx) artery. The lesion was predilated using a "ryujin" balloon size 2.5x12mm. A 2.75x24mm taxus express2 drug eluting stent was implanted. It was reported that there were no pt complications during this procedure. One hour later the pt experienced "heart pain". The pt was treated urgently with another 3.0x12mm taxus stent implanted in the cx. Following this intervention the pt's condition was reported as stable.

Manufacturer narrative:
The complaint incident that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.